Event description:
It was reported that the patient had their left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead explanted due to unspecified issues. No patient condition or further information could be obtained.

Manufacturer narrative:
The reported event was lead malfunction. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.